Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was to be used during a common bile duct stone removal procedure performed on (B) (6) 2009. According to the complainant, during unpacking for the procedure, the physician noticed damage of the product catheter. Reportedly the catheter was rolled and deformed and appeared to be torn at the proximal end. The procedure was completed with a different type device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B) (4). The device has been rec'd for analysis. Upon completion of the failure analysis of the complainant device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).